Event description:
It was reported, the patient had pain in their hip, back, and buttock. It was noted the lead and neurostimulator were explanted on 2009 (B)(6). It was reported, the patient¿s symptoms resolved without sequelae on 2009 (B)(6).

Manufacturer narrative:
Product ID 3889-28, lot# v159098, implanted: 2008 (B)(6); product type lead product ID 3037, serial# (B)(4), implanted: 2008 (B)(6); product type programmer, patient. (B)(4).